Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was dislodged. This was discovered because the lead exhibited no capture and no sensing. During the replacement procedure, the doctor was not satisfied with the position, so the lead was unscrewed and positioned at a new position, but there was some problem with the screwing mechanism. The lead was explanted and the physician asked for a new lead. The patient was stable.